Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received. Evaluation status: 4 reported events were not confirmed during testing. Additional information: 4 devices were not labeled for single-use, 4 devices were not reprocessed and reused.

Event description:
This report summarizes 4 malfunction events in which the device was shedding metal debris, 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 4 events were previously reported during the reporting period; however, - 4 previously reported events in this report should have been included under MFR report # 0001811755-2019-00269. - 0 previously reported events are included in this follow-up record.

Event description:
This report summarizes <noe> 0 </noe> malfunction events in which the device was shedding metal debris.